Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the hiatal hernia was preexisting and had been surgically repaired in the past on unknown date and again on (B)(6) 2014. As the hernia was a preexisting condition prior to the start of pd therapy, baxter hardware and disposables are no longer suspect products. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hiatal hernia coincident with peritoneal dialysis therapy. The patient was hospitalized for the event and underwent surgery for hernia repair of the stomach and esophagus. On the following day, the patient was discharged from the hospital. Six days after being discharged, the patient was seen in the emergency room for feeling sick and vomiting but was not admitted to the hospital. At the time of this report, the patient had not yet recovered from the event. Dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.